Manufacturer narrative:
The insulin pump passed the displacement test. Device was unable to prime during prime test and alarmed motor error during basic occlusion test due to faulty force sensor resistor. It was unable to perform the occlusion test and excessive no delivery test due to prime/fill anomaly. The motor was tested out side of the device and passed. Device had minor scratched display window, cracked case at display window corner, cracked battery tube threads, scratched reservoir tube window and cracked reservoir tube lip. (B)(4).

Event description:
Customer's mother reported via phone call that the insulin pump alarmed motor error during prime and then no delivery. Since then, insulin squirts out during prime. The device was not exposed to a magnetic field. Customer does not use the sensor feature and was able to complete the rewind sequence. Blood glucose value is unknown. It was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.